Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned measuring 45.6 cm. External insulation abrasion was noted at 12.0 cm ¿ 12.4 cm from distal tip breaching the empty cable lumen consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.